Event description:
Reportedly, the c-arm kept moving upward after user released upswitch and the c-arm struck the bottom of the table. Reportedly, the anti-collision switch did not stop c-arm movement. User had to turn main power off to the unit to stop c-arm movement. No injuries were reported.